Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Two years after the surgery the patient had suffered from pain around the hip joint. The surgeon found pseudotumors around the joint although the symptom of metallosis was not found by arthrocentesis. Therefore revision took place on (B)(6) in 2016. He removed the pseudotumors which seemed to be benign as they had not been blackened. He also found metal corrosion on the taper junction when he replaced the head. He suspected metal ion caused the incident and will observe the ion concentration.

Manufacturer narrative:
Additional narrative: primary tha had taken place in 2014 by using the reported products and the implants manufactured by a competitor. Two years after the surgery the patient had suffered from pain around the hip joint. The surgeon found pseudotumors around the joint although the symptom of metallosis was not found by arthrocentesis. Therefore, revision took place on (B)(6) in 2016. He removed the pseudotumors which seemed to be benign as they had not been blackened. He also found metal corrosion on the taper junction when he replaced the head. He suspected metal ion caused the incident and will observe the ion concentration. He requests us to investigate if there is a similar complaint. The patient is now under observation. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.